Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The media provided shows the imaging window kinked. Visual and microscopic inspection and functional testing revealed the following: the sheath and imaging window were observed kinked. There were ripples found in the imaging window.

Event description:
Reassessed as reportable based upon device analysis completed 10dec2025. It was reported that the catheter was not recognized and tip was damaged. An opticross 18 was selected for use. The device was reported broken as the system was unable to read the catheter data and the tip was not linear. The procedure was completed with an equivalent device. No patient complications were reported. However, analysis revealed ripples in the imaging window.

Event description:
Reassessed as reportable based upon device analysis completed 10dec2025. It was reported that the catheter was not recognized and tip was damaged. An opticross 18 was selected for use. The device was reported broken as the system was unable to read the catheter data and the tip was not linear. No patient complications were reported. However, analysis revealed ripples in the imaging window.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The media provided shows the imaging window kinked. Visual and microscopic inspection and functional testing revealed the following: the sheath and imaging window were observed kinked. There were ripples found in the imaging window. Event date populated as the first day of the month of the aware date as an exact event date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.